Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device fracture") and genital haemorrhage ("unusual bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no history of migraines. In (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), abdominal pain lower ("cramping"), menstrual disorder ("unusual periods") and migraine ("severe migraines"). The patient was treated with surgery (partial hysterectomy to remove essure). Essure (ess205) was removed in (B)(6) 2009. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, abdominal pain lower, menstrual disorder and migraine outcome was unknown. The reporter considered abdominal pain lower, device breakage, genital haemorrhage, menstrual disorder, migraine and pelvic pain to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device fracture"), genital haemorrhage ("unusual bleeding/ unusual bleeding") and perforation ("perforation/ -ray and said it looked like the implant had migrated") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". Medical conditions: no history of migraines. Concurrent conditions included kidney disorder. In (B)(6) 2003, the patient had essure (ess205) inserted. In 2004, the patient experienced dyspareunia ("painful sex"). In (B)(6) 2004, the patient experienced genital haemorrhage (seriousness criterion medically significant), the first episode of abdominal pain lower ("cramping"), alopecia ("hair loss"), menstruation irregular ("irregular periods"), the first episode of migraine ("migraines"), the second episode of abdominal pain lower ("pain and cramping"), back pain ("lower back pain") and abdominal pain ("abdominal pain"). In (B)(6) 2008, the patient experienced perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced pelvic pain ("pain/pain from migrated implant"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("unusual periods"), the second episode of migraine ("severe migraines"), arthralgia ("joint pain"), urinary tract infection ("uti") and abdominal pain upper ("stomach pain"). The patient was treated with ibuprofen, oxycocet (percocet), methadone, estrogen nos (estrogen), tizanidine hydrochloride (zanaflex), metformin, surgery (partial hysterectomy to remove essure/total abdominal hysterectomy and left salpingo-oophorectomy) and surgery. Essure (ess205) was removed in (B)(6) 2009. At the time of the report, the device breakage, alopecia, menstruation irregular, the last episode of abdominal pain lower, back pain, abdominal pain and perforation outcome was unknown and the genital haemorrhage, pelvic pain, menstrual disorder, the last episode of migraine, dyspareunia, arthralgia, urinary tract infection and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, arthralgia, back pain, device breakage, dyspareunia, genital haemorrhage, menstrual disorder, menstruation irregular, pelvic pain, perforation, urinary tract infection, the first episode of abdominal pain lower, the first episode of migraine, the second episode of abdominal pain lower and the second episode of migraine to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: perforation. Date(s) of removal: (B)(6) 2009, (B)(6) 2009. Most recent follow-up information incorporated above includes: on 5-nov-2018: pfs received-reporter added. Treatment drugs and laboratory data were added. Event added abdominal pain, lower back pain, perforation. Outcome of events unusual periods, onset date of events were updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device fracture') and perforation ('perforation/ -ray and said it looked like the implant had migrated') in an adult female patient who had essure (ess205) (batch no. 12238187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's medical history included cholecystitis, fibroids, abdominal pain, arthritis, urinary tract infection, constipation, renal failure and post-traumatic stress disorder. No history of migraines. Concurrent conditions included kidney disorder. In (B)(6)2003, the patient had essure (ess205) inserted. In 2004, the patient experienced dyspareunia ("painful sex"). In (B)(6)2004, the patient experienced genital haemorrhage ("unusual bleeding/unusual bleeding"), the first episode of abdominal pain lower ("cramping"), alopecia ("hair loss"), menstruation irregular ("irregular periods"), the first episode of migraine ("migraines"), the second episode of abdominal pain lower ("pain and cramping"), back pain ("lower back pain") and abdominal pain ("abdominal pain"). In (B)(6) 2008, the patient experienced perforation (seriousness criteria medically significant and intervention required). In (B)(6)2009, the patient experienced pelvic pain ("pain/pain from migrated implant"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("unusual periods"), the second episode of migraine ("severe migraines"), arthralgia ("joint pain"), urinary tract infection ("uti") and abdominal pain upper ("stomach pain"). The patient was treated with estradiol (estrogen), ibuprofen, metformin, methadone, oxycodone hydrochloride;paracetamol (percocet), tizanidine hydrochloride (zanaflex) and surgery (partial hysterectomy to remove essure/total abdominal hysterectomy and left salpingo-oophorectomy). Essure (ess205) was removed in (B)(6) 2009. At the time of the report, the device breakage, perforation, alopecia, menstruation irregular, the last episode of abdominal pain lower, back pain and abdominal pain outcome was unknown and the genital haemorrhage, pelvic pain, menstrual disorder, the last episode of migraine, dyspareunia, arthralgia, urinary tract infection and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, arthralgia, back pain, device breakage, dyspareunia, genital haemorrhage, menstrual disorder, menstruation irregular, pelvic pain, perforation, urinary tract infection, the first episode of abdominal pain lower, the first episode of migraine, the second episode of abdominal pain lower and the second episode of migraine to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion was (B)(6)2003. Discrepancy noted in date of removal was (B)(6)2009. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: results: perforation. Date(s) of removal: (B)(6)2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device fracture') and perforation ('perforation/ -ray and said it looked like the implant had migrated') in an adult female patient who had essure (ess205) (batch no. 12238187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's medical history included cholecystitis, fibroids, abdominal pain, arthritis, urinary tract infection, constipation, renal failure and post-traumatic stress disorder. No history of migraines. Concurrent conditions included kidney disorder. In (B)(6) 2003, the patient had essure (ess205) inserted. In 2004, the patient experienced dyspareunia ("painful sex"). In (B)(6) 2004, the patient experienced genital haemorrhage ("unusual bleeding/unusual bleeding"), the first episode of abdominal pain lower ("cramping"), alopecia ("hair loss"), menstruation irregular ("irregular periods"), the first episode of migraine ("migraines"), the second episode of abdominal pain lower ("pain and cramping"), back pain ("lower back pain") and abdominal pain ("abdominal pain"). In (B)(6) 2008, the patient experienced perforation (seriousness criteria medically significant and intervention required). In (B)(6)2009, the patient experienced pelvic pain ("pain/pain from migrated implant"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("unusual periods"), the second episode of migraine ("severe migraines"), arthralgia ("joint pain"), urinary tract infection ("uti") and abdominal pain upper ("stomach pain"). The patient was treated with estradiol (estrogen), ibuprofen, metformin, methadone, oxycodone hydrochloride;paracetamol (percocet), tizanidine hydrochloride (zanaflex) and surgery (partial hysterectomy to remove essure/total abdominal hysterectomy and left salpingo-oophorectomy). Essure (ess205) was removed in (B)(6) 2009. At the time of the report, the device breakage, perforation, alopecia, menstruation irregular, the last episode of abdominal pain lower, back pain and abdominal pain outcome was unknown and the genital haemorrhage, pelvic pain, menstrual disorder, the last episode of migraine, dyspareunia, arthralgia, urinary tract infection and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, arthralgia, back pain, device breakage, dyspareunia, genital haemorrhage, menstrual disorder, menstruation irregular, pelvic pain, perforation, urinary tract infection, the first episode of abdominal pain lower, the first episode of migraine, the second episode of abdominal pain lower and the second episode of migraine to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion was (B)(6) 2003. Discrepancy noted in date of removal was (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: results: perforation. Date(s) of removal: (B)(6) 2009, (B)(6) 2009. Most recent follow-up information incorporated above includes: on 5-oct-2020: medical record received lot number was added. Reporter information and medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device fracture") and genital haemorrhage ("unusual bleeding/unusual bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". Medical conditions: no history of migraines. In (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain/pain from migrated implant"), the first episode of abdominal pain lower ("cramping"), menstrual disorder ("unusual periods"), the first episode of migraine ("severe migraines"), alopecia ("hair loss"), menstruation irregular ("irregular periods"), dyspareunia ("painful sex"), the second episode of migraine ("migraines"), the second episode of abdominal pain lower ("pain and cramping"), arthralgia ("joint pain"), urinary tract infection ("uti") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (partial hysterectomy to remove essure). Essure (ess205) was removed in (B)(6) 2009. At the time of the report, the device breakage, menstrual disorder, alopecia, menstruation irregular, the last episode of migraine and the last episode of abdominal pain lower outcome was unknown and the genital haemorrhage, pelvic pain, dyspareunia, arthralgia, urinary tract infection and abdominal pain upper had resolved. The reporter considered abdominal pain upper, alopecia, arthralgia, device breakage, dyspareunia, genital haemorrhage, menstrual disorder, menstruation irregular, pelvic pain, urinary tract infection, the first episode of abdominal pain lower, the first episode of migraine, the second episode of abdominal pain lower and the second episode of migraine to be related to essure (ess205). Date(s) of removal: (B)(6) 2009, (B)(6) 2009 . Most recent follow-up information incorporated above includes: on 27-jun-2018: pfs and medical record received: reporter information, patient details, product information and events- hair loss, irregular periods, painful sex, migraines, pain and cramping, joint pain, uti, stomach pain, the patient did not undergo essure confirmation test were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.